Manufacturer narrative:
The cause of the peritonitis was unknown (previously not reported). On an unknown date, in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Two weeks after the date of peritonitis onset, the patient was recovered from the peritonitis and the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available as the reporter declined to provide further information.